Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, was under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, eleven (11) months due to stenosis. The patient was deemed not to be a candidate for a tavr or re-do avr.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including history of coronary artery bypass graft, coronary artery disease and hyperlipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, was under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, eleven (11) months due to stenosis. The patient presented with shortness of breath and weakness. The patient was not considered a candidate for a re-do avr due to his medical team prioritized treating his severe, multivessel coronary artery disease before referring him for tavr.